Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was not holding a charge and was charging for an extended period of time. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was not holding a charge and was charging for an extended period of time. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively.